Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) cut off after 10 mins when unplugged. There was no injuries or harm reported.

Manufacturer narrative:
Additional information was received from the customer, stating that the unit no longer had any issues and was resolved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit. The unit was not repaired. No response has been provided. The investigation will be reopened if further information is given. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a